Manufacturer narrative:
The investigation into the pump stop and the stroke/cva issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. It was found biomaterial wrapped around the impeller. The cause of the pump stop issue was biomaterial. As the necessary clinical information was not provided, the root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 56-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The pump was cross-clamped. This clamping in surgical mode caused/contributed to the pump stopping. The clamp was adjusted and pump restarted. Post coronary artery bypass graft when the patient woke up he revealed that he was not able to move his left side. The head scan was positive for stroke. The pump was explanted without any issue, interventional radiology performed thrombectomy. Patient is stable post intervention.